Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a black screen and appeared offline in rss. The customer attempted troubleshooting steps, including rebooting the device and unplugging and reconnecting the power cable. Despite these actions, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was cause the station to not boot. The field service engineer (fse) replaced the drawer controller, and the device was tested afterward and confirmed to be functioning properly. The system functioned as intended after the field service engineer (fse) repaired the device.